Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx0326 showed one other similar product complaints from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the patient was reportedly readmitted to outpatient with complaints of a "leaking PICC line catheter". The patient stated that the PICC was leaking at the purple hub and lumen connection. The damaged PICC line was removed and a new peripheral IV catheter was inserted in the left arm using a power midline catheter.